Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain 1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 07:47:49. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up report will be submitted.